Event description:
The customer tested her blood glucose using her 2 contour meters and received readings of 240 and 114 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return her test strips and the meter that read high for evaluation. Replacement products were sent to the customer.